Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not start up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found error with the hard disk bay. To resolve the issue, rse assisted the customer in replacing the disk bay. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.